Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the all electrode settings produced pain at the ins implant site. There was no paresthesia from any electrode settings. It was not known if there were any external factors that contributed to the event. Troubleshooting was performed, impedance check which was all within normal range. The action taken to resolve the issue was reprogramming was attempted and physician was notified. The issue was not resolved at the time of this report. It was unknown if surgical intervention occurred. The patient was alive with no injury. Additional information received from the manufacturing representative reported that the clinician, doctor, and patient met and discussed the issue and it was decided to remove the device and leads. This was done (B)(6). The manufacturing representative believed that the pain at the implantable neurostimulator (ins) site and no paresthesia had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.